Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an infusion set cannula issue event on (B)(6) 2025. The cannula was dislodged from the site which led to the leakage. The leakage was at the site. The cannula was in use for 2 days. The patient replaced the infusion set as instructed. No further information available.